Event description:
The core micro drill was sent for eval because it was overheating during a molar extraction procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.